Manufacturer narrative:
As reported, while positioning to fixate the 3dmax light mesh with graspers the mesh ripped into two pieces. Evaluation of the returned sample finds visible tearing in the edge seal of the mesh and a piece near the medial marker has torn off. The torn piece has visible fraying and tool markings from the graspers indicating the mesh was grabbed and pulled. The found edge seal tearing condition is not indicative of the as manufactured condition. No manufacturing anomalies were found. Based on the event as reported and sample condition, the tearing most likely occurred inadvertently during user/device interface while positioning the mesh. The size trocar used during this laparoscopic procedure was not reported, per the precautions section of the instructions-for- use supplied with this device, "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force."

Event description:
As reported, during laparoscopic inguinal hernia repair procedure on (B)(6) 2022, while positioning to fixate the bard/davol 3dmax light mesh using graspers, mesh ripped into two pieces. It was reported that the mesh was removed from patient's body and another 3dmax light mesh was used to complete the procedure. There was no reported patient injury.